Event description:
Reportedly, the lead was damage due to patient dementia ('twiddler syndrome').

Manufacturer narrative:
Summary of the investigation: the review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. According to the information received from the field, the patient suffers from severe dementia and was unable to follow the instructions post-implantation given by the clinical staff. It is plausible that the patient may have pulled on the lead. The picture provided, shows that the lead has been ¿stretched¿ and ¿twisted¿, and the coils appear to show separation between the two sutures, suggesting that the cause is most likely due to twiddler's syndrome. Twiddler syndrome is most likely the cause of the reported adverse event. It should be noted that twiddler's syndrome is a known complication of cardiac pacing/defibrillation systems. The results of this investigation are retained and used for trending purposes.

Event description:
Reportedly, the lead was damage due to patient dementia ('twiddler syndrome').